Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced pain, redness and skin issues at the abutment site and was subsequently treated (date not reported) with an oral antibiotic for a period of 10 days; however the issue could not be resolved and the abutment was removed.